Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02526. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited variable capture and sensing, and the right ventricular lead exhibited high capture thresholds and diminished sensing. It was noted that the leads dislodged. The leads were explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited variable capture and sensing, and the right ventricular lead exhibited high capture thresholds and diminished sensing. It was noted that the leads dislodged. The right atrial lead was explanted and replaced and the right ventricular lead was re-positioned into the atrium. The patient was in stable condition.